Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no steps were taken to resolve the issue. The patient said it won't charge and when it was working it constantly shocked he patient so they would have to turn it off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was shocked by the ins. The patient said right after implant, he felt a slight shocking. The device was checked and they didn't find anything wrong. The patient said it got really bad at the end of 2017. It started feeling like he was being electrocuted. The patient tried to charge the implant 6-7 months prior to the call and it immediately felt like he was being shocked again so he stopped using the device. The patient said he can't charge the device because it won't connect at this point. The patient said the implant site is bothering him and it felt like battery acid burning around the implant. The patient hoped to get the device fixed or replaced. No further complications were reported.

Manufacturer narrative:
Correction, patient code c50499 does not apply to this event. Code c50476 applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the device is damaged, it is leaking, it won't charge and it is shocking the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.